Event description:
It was reported that "dr. (B)(6) at (B)(6) hospital in (B)(6) has shared a post urolift patient experienced a pelvic hematoma". No further information has been made available.

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.